Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found helix was retracted and clogged with blood/tissue. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. A tip stiffness test was performed, and the results were within product specification. The reported event of cardiac perforation was not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the atrial lead perforated the atrium resulting in a pericardial effusion. There was no alleged malfunction on the atrial lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.